Manufacturer narrative:
Edwards lifesciences has investigated the reported event. It has been determined that this event does not meet the criteria of a reportable event. The 14fr esheath was returned to edwards for evaluation. The initial evaluation of the device before decontamination indicated a possible distal tip split. Visual inspection of the decontaminated device revealed the sheath liner was prematurely lifted 3cm from the distal tip of the sheath shaft. Minor soft tip damage was observed and the tip was unopened. No distal tip split was observed. Review of the photograph of the device post procedure revealed the liner appeared to be lifted at the distal end of the sheath. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint distal tip split was not confirmed based on the evaluation of the device. The complaint premature expansion was confirmed based on the evaluation of the device. No manufacturing non-conformance was identified during the evaluation and reviews of the DHR, lot history and manufacturing mitigation did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, 'during inserting of the introducer into the femoral artery, the operator noticed a strange resistance. Extracting it, it was verified that it was damaged on the distal part'. It was reported that the patient had a mild calcification and tortuosity present within the access vessel. IFU instruction state 'push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification'. The presence of calcification and tortuosity can create a challenging pathway for insertion of the sheath into the patient. These factors can increase the friction experienced and the necessary push force to advance the sheath through the access vessel. It is possible that the sheath tip/liner caught on calcification and with device manipulation to overcome any resistance, caused the sheath to prematurely expand. Available information suggests patient factors (calcification and tortuosity) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Pre-decontamination evaluation of the retuned esheath revealed the distal tip was split. During a transfemoral tavr procedure, difficulties were encountered during the insertion of the 14fr esheath introducer into the femoral artery. The operator reported a 'strange resistance'. Following removal of the device, it was verified that the sheath was damaged on the distal part. A new esheath was requested. The second sheath had no problems during the insertion. The procedure was completed successful. No injury to the patient was reported. At the time of the report, the patient was doing fine and in stable condition.